Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a filter placement treatment procedure, filter deployment difficulties occurred. During deployment of a greenfiled titanium filter, the legs of the filter crossed. The filter was implanted in the intended location and remains implanted. The procedure was completed with this device. There have been no patient complications as a result and the patient status is fine.